Manufacturer narrative:
(B)(4).

Event description:
During follow-up, increased capture threshold and low sensing was noted. The lead was explanted and replaced. The patient is well.

Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended. The lead passed electrical tests, exhibiting normal characteristics. Analysis of the lead found no anomalies with the exception of damage consistent with that occurring at the time of implant/explant.